Event description:
Pt developed nausea and vomiting immediately following incisional hernia repair. The pt was returned to the or four days following initial procedure. Cat scan showed bowel obstruction. Adhesions were observed on the mesh.